Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was implanted too deep, which resulted in moderate aortic insufficiency. It was noted that the left ventricular outflow tract (lvot) was large. Subsequently, a second transcatheter bioprosthetic valve was implanted successfully, higher than the first valve. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information indicated that moderate paravalvular leak (pvl) was noted due to the low implant position of the valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.